Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer was treated with manual injection. The customer¿s blood glucose was 100 points higher a bolus was performed and after bolusing blood glucose was over 500 mg/dl. The customer stated that the pump had 55 units of insulin in the reservoir and was not sure whether the reservoir was empty. The customer declined troubleshoot for high blood glucose as the reservoir was empty. The insulin pump will not be returned for analysis.